Event description:
A customer reported the adc device would only power on when connected to the data cable. As a result of this, the customer became hypoglycemic and experienced and loss of consciousness, and seizure and was incapable of self-treating however, there was no report of third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 week ago" from adc awareness date. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device would only power on when connected to the data cable. As a result of this, the customer became hypoglycemic and experienced and loss of consciousness, and seizure and was incapable of self-treating however, there was no report of third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.